Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2017-05298. Follow up information identified the patient underwent surgical intervention where the leads were replaced and a new ipg was implanted. Patient's therapy has been restored.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-05298. It was reported patient was not receiving effective stimulation due to multiple high impedances. Patient had surgery on (B)(6) 2017 to investigate the cause for high impedance, and physician determined the issue is caused by the leads. The physician decided to electively remove the ipg, and coiled the leads' ends into the battery pocket site. Surgical intervention is planned in the future to address the issue.